Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. However, unit received with intermittent esc button. Unable to determine the root cause or intermittent button due to product preservation.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was a massive heart attack. The caller stated that the customer had diabetes and heart issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Frn- model unknown ¿ reservoir. Pump was received with intermittent esc button response.